Event description:
It was reported to bsc/target that during preparation, it detached prematurely outside the body. Upon evaluation it was discovered that the gdc pusher wire had been separated therefore the complaint was filed as a MDR in 2001.